Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown cement/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing spinal decompression/fusion. Failed spinal decompression/fusion has been identified as the reported complication as per spine tango registry report experienced by the following with corresponding intervention: 10 patients had general complications - intraoperative: anaesthesiological (2), cardiovascular (1), pulmonary (1), death (1), other (2), not documented (3). 73 patients had general complications - postoperative surgical before discharge: cardiovascular (9), pulmonary (9), cerebral (5), kidney/urinary (9), liver/gi (4), thromboembolism (1), death (3), other (5), not documented (27), and unknown (1). 27 patients had surgical complications - intraoperative adverse events: nerve root damage (1), dural lesion (10), other (16). 52 patients had surgical complications - postoperative surgical before discharge: epidural hematoma (1), other hematoma (1), radiculopathy (2), csf leak/pseudomeningocele (1), motor dysfunction (6), sensory dysfunction (3), wound infection superficial (2), wound infection deep (2), implant failure (1), other (7), not documented (25), and unknown (1). 116 patients had reoperations at any level due to adjacent segment pathology (18), failure to reach therapeutic goals (10), hardware removal (9), implant failure (5), implant malposition (2), instability (18), neurocompression (12), non-union (6), other (20), postoperative infection deep (10), postoperative infection superficial (2), sagittal imbalance (3), and unknown (75). 22 patients had reoperations at the same level due to adjacent segment pathology (5), failure to reach therapeutic goals (4), hardware removal (2), implant failure (1), implant malposition (1), instability (5), neurocompression (8), non-union (1), other (10), postoperative infection deep (5), postoperative infection superficial (2), sagittal imbalance (1), and unknown (5). This is for depuy synthes spine vertecem. This report is for one (1) unknown cement. This is report 4 of 5 for (B)(4).